Event description:
The core impaction drill was sent in for eval due to overheating during a molar procedure. The procedure was completed with a replacement device with only a two min delay in the procedure. No adverse event was associated with the device.